Manufacturer narrative:
(B)(4) samples have been requested from the customer but have not yet been received at the time of this report. If and when customer samples are received, they will be evaluated as part of the complaint investigation. Upon completion of the complaint investigation, a supplemental report will be filed.

Event description:
Customer states are underfilling and blood draws are being rejected by the lab because they don't have enough volume (of blood). Update 16jul2025: customer states: ed is using maveric blood collection devices ref # m6010 and m6018 when drawing blood after the IV start is done - we have only had an issue with under filling with the lot reported and not another lot in use. Tech service advised that "vad is not recommended. The best method of collection, due to the unique construction of our coag tube, is straight needle.

Manufacturer narrative:
Complaint (B)(4). Received 1rk 454334/b240933g for evaluation. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Tubes were verified to be correctly assembled with no deviations observed. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. The complaint could not be duplicated. Corrected data: h6: type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.